Event description:
The manufacturer received information alleging a patient using an e70 cough assist was diagnosed with bilateral pneumothorax. It is unknown at this time if the e70 cough assist caused or contributed to the patient's condition. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an e70 cough assist was being used on a patient. The patient allegedly developed bilateral pneumothorax. The device is not being returned to the manufacturer for evaluation. The customer did not allege any device malfunction. The patient did not require medical attention. Product labeling states, "any patient with a history of bullous emphysema, known susceptibility to pneumothorax or pnuemo-mediastinum, or known to have had any recent barotrauma, should be carefully considered before use." The manufacturer concludes there was no malfunction of the device. It appears the patient's medical condition contributed to the event.